Manufacturer narrative:
No report of injury, procedure delays or cancellations. A steris service technician arrived onsite to inspect the system 1e and found no water present on the floor or around the unit. The technician observed that the uv inlet hose's polyurethane material had split causing water to leak from the unit. User facility personnel stated that the facility's plumber replaced the inlet hose with a stainless braided hose they had in inventory. The technician offered to replace the hose, however the facility declined. The technician ran a test cycle and confirmed the unit was operating per specifications. The system 1e was installed at the customer's location in 2012 and is not under service contract. No additional issues have been reported.

Event description:
The user facility reported their system 1e was leaking water onto the floor.